Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) due to an extended charge time of 19.5 seconds. Boston scientific technical services (ts) was consulted and suggested that the device be explanted. Currently the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the device was explanted approximately five months later. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.